Event description:
It was reported that the device watchdog error keeps beeping. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
Additional information added to: d9-correction to e2,g2-added heathcare professional. This device was evaluated and repaired through the service repair process. Based on the findings, the probable root cause of the reported issue was due to electrical failure of the front case assembly with keypad 8015 m2. A review of the device history record showed the device had a manufacture date of 30sep2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device watchdog error keeps beeping. No additional information was provided. There was no reported patient involvement.